Event description:
It was reported that, the right ventricular (rv) lead and this left ventricular (lv) lead exhibited an abrupt increase out of range pacing impedances. Boston scientific technical services (ts) indicated that this lv was programmed to the rv, and if the rv ring is compromised or fractured, the lv impedance would be impacted as well. Ts recommended an x ray. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the right ventricular (rv) lead and this left ventricular (lv) lead exhibited an abrupt increase out of range pacing impedances. Boston scientific technical services (ts) indicated that this lv was programmed to the rv, and if the rv ring is compromised or fractured, the lv impedance would be impacted as well. Ts recommended an x ray. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this lv lead was explanted and returned for analysis. No additional adverse patient effects were reported.